Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that noise was observed on the mobile programmer analyzer electrograms (egm) signals when leads were connected to the cables. It was noted that noise was present on both the atrial and right ventricular channels. Troubleshooting steps were taken to include replacing the analyzer after noise was observed on the first lead. It was further noted that the noise persisted when the same lead was tested using the second analyzer. Additional troubleshooting steps were taken to include replacing the lead, after which the issue was resolved. It was further noted that when a second lead was tested on the original analyzer, noise was again observed on the egm signals. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.